Event description:
It was reported that the patient had a pacemaker system implanted on (B)(6) 2024. On the next day, the right atrial lead (boston scientific) exhibited very low bipolar pacing impedance at 100-200 ohms. The impedance appeared normal in unipolar configuration. The atrial was programmed to unipolar and the patient will continue to be monitored remotely. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).